Event description:
This procedure was performed in another country. The physician started to deploy the stent and during the deployment, the blue catheter broke at the proximal end, near the safety top. Physician was able to finish procedure, however, the result was a stent elongation.